Event description:
It was reported that 2 sharps coll next gen 5.4qt red 20/packs were damaged but still operable. The following information was provided by the initial reporter: "this is a report about damaged sharps collectors. "

Manufacturer narrative:
H.6. Investigation: no photos or samples were received. Additionals attempt to get more information were made, however, the customer confirmed that no additional information was available. The DHR review was not performed due to the lot number was not provided by customer. A review of the ncmr¿s was performed; the result showed there were no issues reported like base broken for the same part number throughout the last twelve months. Based on this investigation and information provided by customer it was not possible determine the root cause like a failure mode related to the manufacturing process because there is not enough information like a picture of the packaging condition to rule out that this issue was generated due to transportation issues or incorrect handling made out of flex¿s scope. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: (B)(4).

Event description:
It was reported that 2 sharps coll next gen 5.4qt red 20/packs were damaged but still operable. The following information was provided by the initial reporter: "this is a report about damaged sharps collectors."